Event description:
The customer called to report an error message. Troubleshooting was performed. The customer did not have the basal rates. Assisted the customer in reprogramming the pump. Three days later a nurse called and informed that the customer has been admitted in the emergency room due to high bgs. The doctor stated that the cause was pump failure and user error. It was mentioned that the customer couldn't see the basal rates, the pump times out too fast. Assisted the nurse with programming the basal rates.